Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. The lesion was in-stent restenosis of an unknown manufacturers stent. With no significant force in advancing to the target lesion, the 12mm x 2.75mm quantum maverick monorail balloon ruptured upon the 2nd inflation at 20 atm at a duration of approximately 20 seconds (1st inflation: 20 atm/20 seconds). The device was removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. The lesion was in-stent restenosis of an unknown manufacturers stent. With no significant force in advancing to the target lesion, the 12mm x 2.75mm quantum maverick monorail balloon ruptured upon the 2nd inflation at 20atm at a duration of approximately 20 seconds (1st inflation: 20atm/20seconds). The device was removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. Microscopic inspection revealed a pinhole <1 mm from the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was a scratch 3 mm in length leading up to the pinhole. There was no evidence of any product quality deficiencies. The pinhole in the balloon wall is consistent with the reported burst. It is notable that the reported information states that the device was inflated to 20 atm in a in-stent restenosis which is above the rated burst pressure. The quantum maverick directions for use (dfu) cautions against inflating above rated burst pressure (rbp) within a stent. Because device was reportedly inflated above rated burst pressure (rbp), the root cause is determined to be user related. (B)(4).